Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a patient called with a no disposable alarm. The setting were reviewed and the pump was still alarming. The patient was instructed to turn the pump off, open key, remove the cassette, massage out any air bubbles, tap cassette lightly on hard surface, reattach cassette, turn the pump on. The pump did not start and was still alarming. The patient was instructed to repeat the above steps; however, the pump did not start and was still alarming. The patient was instructed to turn the pump off and make sure the tubing was clamped. No patient injury was reported.

Manufacturer narrative:
No product was returned. The investigation determined the most probable cause to be due to dso sensor and the most probable cause for the air bubbles in tubing was unknown, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified the complaint was not related to a previous service of the device within the review period. G1, email address: (B)(4).